Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A red particulate matter was observed in a needle syringe containing floseal (no further detail). The issue was noted during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Upon visual inspection, a reddish orange particulate was observed in the terumo syringe. The reddish particulate and calcium chloride vial were inspected under a microscope. The particulate inside the needle syringe was of similar color, texture and shape as the missing segment from the calcium chloride vial red stopper puncture site. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.